Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred between the cap and the extension tube on the bd saf-t-intima¿ IV catheter safety system. This event occurred 5 times. There was no injury to the patient. The following information was provided by the initial reporter, translated from (B)(6) to english: "when using winmar products in a clinical trial center, fluid leakage was found at the connection between the extension tube and the heparin cap."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that leakage occurred between the cap and the extension tube on the bd saf-t-intima¿ IV catheter safety system. This event occurred 5 times. There was no injury to the patient. The following information was provided by the initial reporter, translated from chinese to english: "when using winmar products in a clinical trial center, fluid leakage was found at the connection between the extension tube and the heparin cap.".